Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing on the ventricular channel was noted. It was suspected the oversensing was due to the tricuspid value closing on the lead. All electrical measurements were stable and within normal range. Programming changes were recommended.